Event description:
Single account reported to dade behring that they observed a clinical discrepancy. The account obtained oxacillin - susceptible results on the dried pos mic 23 panel and oxacillin-resistant results on secondary methods that were also performed for the clinical isolate. Additionally, account reported that oxacillin resistance was confirmed by a reference lab. Account correctly reported isolate as resistant to the physician based on the result of alternate methods. No report of injuries associated with the susceptible result being obtained.

Manufacturer narrative:
Eval method; other - contacted customer to obtain clinical isolate for eval. Routine monitoring of complaint history and performance trends to ensure performance is within claims. Eval: results other - clinical isolate has not yet been received from the customer. Eval: conclusions; other - clinical isolate testing is pending. Overall oxacillin performance of dried pos panels is acceptable.